Event description:
The customer stated that he tested his blood glucose using his contour meter and his accu-chek meter. The contour meter read 131 mg/dl, while the accu-chek meter read 278 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the contour system. No product will be returned at this time.